Event description:
A medtronic representative reported that prior to the start of a spine procedure, in pre-op, the site noted their percutaneous ball driver was damaged. The site stated that the surgeon may have stripped the screwdriver while tightening the clamp. A second instrument was brought in and used to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.the device was returned to the manufacturer for analysis. There was minor damage on the driver that appears to be the result of the head of driver slipping in the hex socket screw. Since the driver was still fully functional, the reported event was not able to be duplicated by medtronic personnel. The device was replaced to resolve the issue.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement percutaneous ball driver shipped to site 10/31/2014. No parts have been returned to manufacturer for analysis.